Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2018; device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2018 with the following findings: review of the black box data revealed records of unexplained power on reset. The battery compartment was confirmed to be cracked as alleged. Moisture corrosion was found inside the battery compartment. A battery cap was not returned with the pump for investigation; a test cap was used to complete the investigation. With the test cap securely in place on the pump, the pump powered on and was exercised for 24 hours without any interruption in power. Leak testing revealed moisture ingress at the site of the battery compartment crack. There was no damage, defect or contamination of the pump¿s interior components.